Manufacturer narrative:
It was reported that, after a thr surgery performed on (B)(6) 2023, the patient experienced pain due to a bone fracture around the stem and loosening of the stem. It was caused by the patient's fall. The explanted stem was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. Due to insufficient information it is not possible to perform neither a review of past corrective actions, nor a review of historical complaints. Due to limited information, it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states "hip fracture" as a ¿potential adverse device effect¿ and "loosening of implant not related to bone-ingrown" as "potential medical device problems" in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2023, the patient experienced pain due to a bone fracture around the stem and loosening of the stem. It was caused by the patient's fall. This adverse event was treated by a revision surgery on (B)(6) 2023, in which an or3o insert, ox head, and polar stem were exchanged. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).